Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for malignant pain. It was reported that the pump was empty since (B)(6) 2025 and wanted clarification if the pump could be refilled after going dry. The pump was alarming. The caller did not know when it went empty, but they wanted to shut off the alarm. Tech services reviewed trouble shooting recommendations for assessing pump function. The hcp stated this patient was not a candidate for a pump due to multiple overdosing with other drugs, tech services reviewed refilling the pump with saline. The patient was going to have the pump removed.